Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the patient reported that within the last 30 days they started getting drop foot on their right side and they had 2 episodes where they "face planted". The patient went to the hospital and turned therapy off, and the patient realized the drop foot symptoms subsided with therapy off. The patient asked if it was possible for the interstim to get displaced. Reviewed possible risks of migration. The patient mentioned they had a history of stroke affecting their left side however the drop foot was on their right side. The patient stated the therapy had been working prior to the drop foot starting so they were not sure what happened. The agent redirected them to their managing doctor.

Manufacturer narrative:
B2: foot drop. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.